Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance and high thresholds were observed. The lead was explanted at generator change upgrade. The patient was fine before, during and after the procedure. The lead was discarded.